Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v191279, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v191279, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a burning sensation. It was noted that thursday prior to the date of this report the patient was at the physical therapist doing push-ups. Patient felt a burning sensation around the implant. It was further noted that the patient had injured her back in (B)(6) prior to the date of this report and was working on balance since falling. Patient's device was replaced due to normal battery depletion in (B)(6) prior to the date of this report. Additional information was requested but had not been received as of the date of this report.